Event description:
A malfunction alarm, specifically malf 12, was reported with no preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, successfully assisted them in resetting it, and instructed them to call back if the malfunction code reappeared, which it did not. The customer was able to continue using the pump without further issues.